Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "adriamycin had completed and shut off. Adriamycin was noted to be dripping at the connection site."